Event description:
Patient reported "sometimes I get pain. Only on one. It's like tenderness. It comes and it goes". Patient later reported "implants were part of the recall". Patient later reported "pain and tender to the touch" and "feel little bumps". Later healthcare professional reported "textured". Later healthcare professional reported "baker grade 3 capsule contracture". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, d9, h3, h6.

Event description:
Patient reported "sometimes I get pain... Only on one. It's like tenderness...it comes and it goes". Patient later reported "implants were part of the recall". Patient later reported "pain and tender to the touch" and "feel little bumps". Later healthcare professional reported "textured". Later healthcare professional reported "baker grade 3 capsule contracture". This record is for the left side. Device was explanted.